Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected a39 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had communication error and blank display. Customer's blood glucose level was 147 mg/dl. Customer was at work and doing manual shots. Customer was able to successfully clear the alarm and unable to complete insulin pump rewind. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.